Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: potential cause of the failure: 1. The tip of the tissue pad was worn because ultrasonic waves were output in a state in which nothing was gripped by the grip (including after the tissue was cut). 2. The non-insulated part of the probe and grip came to contact. 3. Since the seal & cut output was performed in that state, an ultrasonic amplitude abnormality occurred. The user activated output in seal & cut or seal with the non-insulated touching the probe. This caused the short circuit error and the contact marks on the non-insulated area of the grasping section and the probe. The most probable cause of the additional failures are cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited the tissue pad was peeled off. There was no patient involvement.